Event description:
The dealer reported that the joystick was working intermittently on the power chair. This issue could cause the chair to have erratic/unintended movement which could cause injury to a user or the user could be left stranded.